Event description:
It was reported that during a middle cerebral artery (mca) bifurcation aneurysm case, the subject stent delivery wire encountered significant resistance in microcatheter and could not advance further. The physician then attempted to withdraw the delivery wire, but the stent did not go out together with the delivery wire and was suspected to deployed within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during a middle cerebral artery (mca) bifurcation aneurysm case, the subject stent delivery wire encountered significant resistance in microcatheter and could not advance further. The physician then attempted to withdraw the delivery wire, but the stent did not go out together with the delivery wire and was suspected to deployed within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was recovered during investigation and noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent, and stent introducer sheath distal tip was intact. Stent deployed prematurely during use functional test confirmed during visual inspection. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' was confirmed during device analysis. The remaining ar code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the stent was successfully introduced into the microcatheter through the introducing sheath. After advancing a short distance, the delivery wire encountered significant resistance and could not delivered further. Despite multiple attempts, the delivery wire still could not advance. The physician then attempted to withdraw the delivery wire, but the stent did not go out together with the delivery wire with no resistance encountered. It was suspected to deployed within the microcatheter. Subsequently, a new microcatheter and stent were used to complete the procedure'. The stent was returned for analysis in a deployed condition inside the proximal lumen of a returned microcatheter. It was necessary to cut open the proximal shaft of the microcatheter to recover the stent. Once recovered the stent was noted to be deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was also returned and was noted to be kinked/bent at the proximal end of the wire. Given the damage noted to the sdw, the damage noted to the stent and its location inside the microcatheter lumen) and the lack of damage noted to the distal tip of the introducer sheath, one possibility is that the introducer sheath was initially set up correctly but subsequently moved slightly proximally prior to stent advancement out of the sheath. Although we are informed in the follow-up good faith efforts (gfe) replies that the sheath was correctly located and there was no gap present, if the rotating hemostasis valve (rhv) vent cap is not sufficiently tightened it is possible for the sheath to experience minor inadvertent proximal movement. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience resistance while attempting to advance the stent through the microcatheter. This is one possible explanation for the findings and the available information relating to this complaint. The as reported codes stent deployed prematurely during use, stent difficult/unable to advance or pullback through catheter as well as the as analyzed codes stent deployed prematurely during use, sdw kinked/bent and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural and/or anatomical factors during use.